Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ chronic pain') in an adult female patient who had essure (batch no. 624485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, corpus luteum cyst and endometriosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), seizure ("seizures"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("psychological or psychiatric problems, migraines / headaches"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingooophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, seizure, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, psychological trauma, vaginal discharge, fatigue, alopecia, nausea, vaginal haemorrhage, heavy menstrual bleeding and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, seizure, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for psych injury, fatigue, hair loss, nausea, seizures. Discrepant information regarding date(s) of insertion: (B)(6) 2007(per ppf) and (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test unspecified results: other. Pathology test - on an unknown date: uterus, cervix, bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingooophorectomy: right fallopian tube: benign paratubal cysts, right ovary: benign hemorrhagic corpus luteum cyst and epithelial inclusion cysts. Left fallopian tube: benign paratubal cysts. Left ovary: benign hemorrhagic corpus luteum cyst.. Lot number: 624485 manufacturing date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ chronic pain') in an adult female patient who had essure (batch no. 624485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, corpus luteum cyst and endometriosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), seizure ("seizures"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("psychological or psychiatric problems, migraines / headaches"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingooophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, seizure, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, psychological trauma, vaginal discharge, fatigue, alopecia, nausea, vaginal haemorrhage, heavy menstrual bleeding and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, seizure, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for psych injury, fatigue, hair loss, nausea, seizures. Discrepant information regarding date(s) of insertion: (B)(6) 2007(per ppf) and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test unspecified results: other. Pathology test - on an unknown date: uterus, cervix, bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingooophorectomy: right fallopian tube: benign paratubal cysts, right ovary: benign hemorrhagic corpus luteum cyst and epithelial inclusion cysts. Left fallopian tube: benign paratubal cysts. Left ovary: benign hemorrhagic corpus luteum cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-lot number were added. New reporter, lab data, medical history, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ chronic pain') in an adult female patient who had essure (batch no. 624485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, corpus luteum cyst and endometriosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), seizure ("seizures"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("psychological or psychiatric problems, migraines / headaches"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingooophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, seizure, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, psychological trauma, vaginal discharge, fatigue, alopecia, nausea, vaginal haemorrhage, heavy menstrual bleeding and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, seizure, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for psych injury, fatigue, hair loss, nausea, seizures. Discrepant information regarding date(s) of insertion: (B)(6) 2007(per ppf) and (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test unspecified results: other. Pathology test - on an unknown date: uterus, cervix, bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingooophorectomy: right fallopian tube: benign paratubal cysts, right ovary: benign hemorrhagic corpus luteum cyst and epithelial inclusion cysts. Left fallopian tube: benign paratubal cysts. Left ovary: benign hemorrhagic corpus luteum cyst.. Lot number: 624485 manufacturing date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ chronic pain'), genital haemorrhage ('gen. Abnorm. Bleed') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). The patient was treated with surgery (removal surgery or date scheduled: (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, seizure, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, psychological trauma, vaginal discharge, fatigue, alopecia and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, nausea, pelvic pain, psychological trauma, seizure and vaginal discharge to be related to essure. The reporter commented: patient received treatment for psych injury, fatigue, hair loss, nausea, seizures. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test unspecified results: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received, event injury was removed. New events pain- chronic/pelvic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, abdominal, bleeding- gen. Abnorm. Bleed, psych injury, bladder/urinary problems: vag. Discharge, other injuries/symptoms- fatigue, hair loss, nausea and seizures were added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("gen. Abnorm. Bleed"), seizure ("seizures"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("psychological or psychiatric problems, migraines / headaches"). The patient was treated with surgery (removal surgery or date scheduled: (B)(6) 2019). At the time of the report, the pelvic pain, genital hemorrhage, seizure, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, psychological trauma, vaginal discharge, fatigue, alopecia, nausea, vaginal hemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital hemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, seizure, vaginal discharge and vaginal hemorrhage to be related to essure. The reporter commented: patient received treatment for psych injury, fatigue, hair loss, nausea, seizures. Discrepant information regarding date(s) of insertion: (B)(6) 2007(per ppf) and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test unspecified results: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs received: new events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems migraines / headaches and apareunia (inability to have sexual intercourse) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.